Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: eyelet broke during procedure. Probable root cause: design eyelet/inserter interface not designed to maintain proper assembly process; eyelet or inserter not manufactured to specification application; user manipulates pull tab improperly; user does not exercise care for assembly during handling; user attempts to fully seat eyelet. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the eyelet broke during the procedure. The proximal fragment was removed and the distal fragment was secured underneath the replacement anchor.